Event description:
It was reported that the user¿s ilet system issued repeated occlusion alerts while using a contact detach infusion set placed on the right side of the abdomen which resulted in the highest blood glucose reported at 400 mg/dl, with drops observed upon disconnection and no visible kinks or air bubbles; the alert persisted through a site-only change and was resolved after a full supply change, and the affected component was the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed findings consistent with deformation-related obstruction of flow associated with the connector/coupler. The user was guided through correct supply change steps and the issue resolved following replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.